Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor, which was detected during seating or regular delivery as well as critical pump error. Customer's blood glucose value was 121 mg/dl. The customer was assisted in clearing the alarm. The customer declined troubleshooting for insulin flow block. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within spec range. Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to confirm pump error 35 alarm or delivery anomaly due to critical pump error alarm.